Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this intellamap orion catheter was visually inspected, and it was found that one spline was detached. Product analysis did not confirm the reported event of catheter deployment detection issue. It is most likely that the observed event of array detached/separated was due to handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure, which could have affected the device performance and integrity.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that there was an abnormal visualization at the tip of the catheter. During a pulsed electric field ablation procedure, an intellamap orion catheter was used. It was observed that there was an abnormal visualization at the tip of the catheter. No error message was displayed. The procedure was completed with another orion catheter. There were no patient complications reported as a result of this event, and the patient's condition following the procedure was stable. However, analysis of the returned device found that the spline was detached. Please see block h11 for full investigation details.